Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and moderately tortuous mid to proximal left anterior descending (lad) artery. Another manufacturers' guide wire crossed the lesion. Ablation was performed on the severely calcified lesion with a 1.5mm rotablator burr. Another manufacturers' 2.5mm x 10mm balloon catheter was used to predilate the lesion and a 2.5mm x 28mm promus stent was implanted in the mid lad and a 3.0mm x 28mm promus stent was implanted in the proximal lad. This 12mm x 3.00mm nc quantum apex balloon catheter was selected for post-dilatation. The nc quantum apex was inflated five times to 20atms for a duration of 30 seconds. The physician attempted to remove the device when friction was encountered and the device became difficult to remove. The nc quantum apex and the guide wire were removed together. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and moderately tortuous mid to proximal left anterior descending (lad) artery. Another manufacturers' guide wire crossed the lesion. Ablation was performed on the severely calcified lesion with a 1.5mm rotablator burr. Another manufacturers' 2.5mm x 10mm balloon catheter was used to predilate the lesion and a 2.5mm x 28mm promus stent was implanted in the mid lad and a 3.0mm x 28mm promus stent was implanted in the proximal lad. This 12mm x 3.00mm nc quantum apex balloon catheter was selected for post-dilatation. The nc quantum apex was inflated five times to 20atms for a duration of 30 seconds. The physician attempted to remove the device when friction was encountered and the device became difficult to remove. The nc quantum apex and the guide wire were removed together. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device code 1528 relates to component code 3038.(B)(6).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection of the device revealed no damage to the catheter. The inner diameter (ID) of the wire lumen were measured were within specification. A .014" guide wire was advanced completely through the wire lumen of the catheter without encountering any unusual resistance. The catheter was inflated to nominal pressure (12 atm) with an inflation device filled with water while the catheter was loaded over the wire. It was confirmed that the wire moved easily in the wire lumen while the catheter was inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).